Event description:
The customer reported that during their attempt to replace the charge-pak assembly in their device, they observed that the device would not power on. The customer stated that the lid on the device would not stay closed due to a missing latch assembly and when the power button was pressed, the device did not respond. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer regarding the reported failure. The device has not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.